Manufacturer narrative:
The lead remains in service pending a revision procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited loss of capture at 2.8v. The pacing impedance measurement was 180 ohms, and some noise was observed that did inhibit pacing. However, no asystole occurred as the patient had an escape rhythm. The physician intends to implant a new rv lead, once the patient gives consent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information. A lead revision was performed and a new, competitor's rv lead was implanted. No boston scientific representative was present for the lead revision; the representative has asked the hospital for details, but no information has been provided. Therefore, it was not known whether this rv lead was explanted or surgically abandoned. To date, the lead has not been returned for laboratory analysis. No additional adverse patient effects were reported.